Manufacturer narrative:
No unexpected alarms noted. Insulin pump passed self-test. No unexpected alarms noted during testing. Insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. Insulin pump had a constant motor error alarm during priming due to corroded motor home switch. Insulin pump had moisture damage on all electronic assemblies and on vibrator motor. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer also reported that the insulin pump returned two additional error alarms. Customer reported removing the reservoir, running a displacement test, and the insulin pump still showed numbers on the screen. Blood glucose level was 500 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.